Manufacturer narrative:
Off-label, unapproved or contraindicated use degree of angulation

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 49mm diameter abdominal aortic aneurysm. The patient had a proximal aortic neck diameter of 18-25mm and a length of 33mm. The proximal aortic neck is angled at approximately 90 degrees. It was reported that during the index procedure, the main body stent graft was delivered from the left side and contralateral stent graft were successfully deployed using another manufacturer¿s stent graft. The remainder of the ipsilateral limb was deployed. After the endurant main body delivery system was removed it was replaced with another manufacturer¿s (16fr) sheath. The physician wanted to extend the distal ipsilateral limb to the external iliac artery using another manufacturer¿s device (10mm x 7cm excluder leg extension). The decision was made to first use a 16/13/124 endurant limb to bridge. The 16/13/124 endurant limb was inserted into the other manufacturer¿s 16fr sheath. The endurant limb had enough limb length to be implanted at the flow divider; however, the tip of the 16/13/124 device got caught on the main body device tortuosity. Multiple attempts were made to push the device up and down (using a guide wire when necessary); however, the delivery was unable to pass through. To avoid moving the proximal end of the main body if the physician used force to push the device up, the physician did not deploy the endurant device and removed it from the patient. Another manufacturer¿s device (14.5x11.5mm) was used instead and the procedure was successfully completed. Per the physician, the cause of the event was due to patient anatomy and the aortic neck angulation. No clinical sequelae were reported, and the patient is fine.